Event description:
An error message was reported with the adc device. A caregiver reported ¿replace sensor¿ error message was received on the same day of applying the sensor and was unable to obtain sensor scans. It was further reported that a glucose reading of 30 mg/dl was obtained from an unspecified device and the customer was hypoglycemic and experienced symptoms described as ¿low focus, stuttering, minor muscle contraction¿, and a loss of consciousness. The customer had contact with a healthcare professional who administered a glucose injection (5% glycose) for the diagnosis of hypoglycemia. No additional information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. A caregiver reported ¿replace sensor¿ error message was received on the same day of applying the sensor and was unable to obtain sensor scans. It was further reported that a glucose reading of 30 mg/dl was obtained from an unspecified device and the customer was hypoglycemic and experienced symptoms described as ¿low focus, stuttering, minor muscle contraction¿, and a loss of consciousness. The customer had contact with a healthcare professional who administered a glucose injection (5% glycose) for the diagnosis of hypoglycemia. No additional information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. After further review, the MDR was submitted in error as it was a duplicate complaint.